Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h10i27036 and no exceptions were observed that were related to the reported condition. The cause of the user error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis, and infection in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient was new to pd and didn't do the treatment process properly which resulted in peritonitis on an unreported date. Treatment for the peritonitis was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient was recovering. On (B)(6) 2011, the patient experienced an unspecified infection and was hospitalized the same day. Treatment for the infection was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Therapy with dianeal pd4 ultrabag was ongoing. The nurse stated that the peritonitis was not related to dianeal pd4 ultrabag therapy. She did not provide an opinion of causality for the event didn't do treatment process properly and did not comment on or provide causality for the event infection reported by the consumer.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.